Manufacturer narrative:
(B)(4). Report source- (B)(6). Associated product: delta cer fm hd 032/+4mm 12/14, 650-0835, ln 2015080069; g7 pps ltd acet shell 50d, pn: 010000662, ln: 3654474; hyprn stem cn dphys fix 16x160, pn: 99a750.64, ln: 2014052093. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a revision procedure one month post-implantation due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported that patient underwent a revision procedure approximately two weeks post-implantation due to dislocation. It was farther reported that patient underwent an unsuccessful closed reduction procedure prior to revision. Operative reports received noted femoral loosening and a periprosthetic fracture were found during the revision procedure. A large and pointed exostosis around the minor trochanter was also noted. The acetabular liner and femoral components were removed and replace.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products : hyperion prox pt std bm ccd 50 pn:99a722.05b ln: 2015021830. Reported event was confirmed by review of revision op note which noted that the patient was revised due to dislocation and periprosthetic fracture. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.